Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during device power up in the pediatric department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: (B)(6). The device was received for evaluation. During functional testing, the reported issue system error 345 was reproduced when powered on. A review of event history log revealed multiple occurrences of system error 345. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be failing downstream sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.